Event description:
Blood pressure monitor that is reading low all the time. More than 25 points low. Contacted maker and sent in device for repairs. They sent back saying it was in specs. This could be very bad with someone on medication for high blood pressure. These readings would leave them to believe they are doing ok when they are not. Dates of use: 2008 - 2009. Diagnosis or reason for use: high blood pressure.